Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 54 mg/dl. Customer declined to troubleshot for low blood glucose. Customer also stated blood at insert site. The device will not be return for analysis.